Event description:
Customer reported a pump sounding an altitude alarm, which subsequently cleared. There was no adverse impact to customer¿s blood glucose level. Customer cleaned speaker ports and removed and re-installed cartridge; advised to call back if issue recurs.